Manufacturer narrative:
One level 1 hotline low flow system was received with wear and tear damage to the front cover. The reservoir was filled with water, a temperature check was attached, an in line cord was plugged and the device was powered on to perform a safety/electrical test. The reported issue was able to be confirmed. The issue was caused by a damaged front cover which was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was broken on the bottom and the cover would not stay on. The issue was discovered upon opening the box and there was no patient involvement.